Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. The customer's blood glucose level was 500 mg/dl which was treated with manual injection. Current blood glucose level was 334 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of event. The insulin pump passed the self test. The insulin pump will not be returned for the analysis.